Manufacturer narrative:
Investigation summary. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. . A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during use. The following information was provided by the initial reporter: "one of my nurses had issues with needle not retracting this morning.".

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during use. The following information was provided by the initial reporter: "one of my nurses had issues with needle not retracting this morning."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-mar-2023 . H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two (1 used & 1 sealed) 20g x 1.16in. Insyte autoguard units from lot number 2349104. A gross visual inspection of the returned units did not identify any damage to the components. The used unit was returned retracted and only the needle assembly was returned. The sealed unit was functionally tested for needle retraction, and it successfully retracted without issue. The used unit was then microscopically inspected for any evidence that could have previously prevented retraction in the user environment. No adhesive or other damage/defects could be identified. Additionally, the used unit was un-retracted and then tested for retraction. The used unit successfully retracted without issue. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during use. The following information was provided by the initial reporter: "one of my nurses had issues with needle not retracting this morning."